Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmissions revealed that the right ventricular lead exhibited non-sustained right ventricular oversensing episodes due to noise. Impedance measurements were stable. No device intervention was reported. Patient was asymptomatic.